Event description:
It was reported by the company representative that he was unable to communicate with one of his packaged generators. The vns programming equipment was verified as working with other vns generators. It was stated that the programming tablet did not even start communication with the generator. Communication was attempted from multiple orientations, from both sides of the generator packaging, and with the wand connected via bluetooth and wired connection. There were no messages or error codes when attempting communications a review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. The log files exported from vns programming tablet were reviewed. Several failed communication attempts with a generator were noted on the date of the event. There was no response for the vns generator to attention commands. No successful interrogation attempts were found for the generator on any other days within the available data. The vns generator has been received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.

Event description:
The root cause of the generator's non-communicative state was due to a microcontroller memory corruption. The corruption appeared to correspond to temperature. At room temperature, the results appeared to be stable. However, when the temperature was below room temperature, the memory contents were susceptible to change, including vector memory space. Initial communication attempts with the product in the sterile packaging were unsuccessful in the product analysis, or pa, lab. The set-up was confirmed operational with a known good generator. The suspect generator can was opened and a periodic approximately 7 hz signal was observed on the transmitting (tx) line and supply current measurements across the 10 ohm resistor showed a repeating pattern at approximately 7 hz. During the investigation, the generator returned to normal operations. While the reason was not known, it was possible that it was due to a voltage brown-out during handling. The reboot counter indicated a supervisor protection brownout, which can occur if there is a spike in the processor supply voltage or the supply voltage to the processor drops below 1.85 v. When communication was restored, it was revealed that the reboot counter on the generator registered 23,287,268 reboots. Once communication was restored, the supply current appeared normal. Temperature dependence was tested by placing the generator in a -20ºc chamber. After several hours in the environment, the vns was interrogated and found to be non-responsive. A similar approximately 7 hz periodic pattern was observed. The current drain was compared to a known good generator of the same model and it was observed that the current profile seen between reboots on the generator closely aligned with the current profile during the initial boot of a known good device. When connected to a debugging tool chain, it was confirmed that the bootloader code would begin execution, but would ultimately crash and the generator would reboot. The bootloader firmware reported the reset reason as an unrecoverable fram error. The memory dump was reviewed and several discrepancies between the as-found fram contents and the expected value was identified. Some of the interrupt vectors were found to be corrupted, including timera0 which normally would vector often; approximately 7.8 ms after the boot and then at 1 second intervals after. The interrupt vectors and remaining corrupted values were corrected via debugging and the device was able to load the therapy application, responding to external communication. The datalogger was cleared and set to log at 5 minute intervals. The generator was again placed in the -20ºc chamber. After several hours, the device was once again found non-responsive and similar observations regarding the interrupt vector corruption were identified in the data dump. No datalog samples were logged. The corrupted values were corrected with debugging again and the datalog set at 1 minute intervals. The device was placed into a 15ºc chamber and lowered to 0ºc in approximately 1.5 hour steps. After the 15ºc step, the device was found operational and datalog samples were observed. After the 0ºc step, communication was possible with the device, but the generator was found to be in the bootloader mode. The reset counter had increased by 4,450 since the last interrogation at 15ºc. Booting the device back to therapy mode with wand communication was unsuccessful. The datalogger indicated that the device stopped recording shortly after entering the 0ºc step as only 6 new entries were observed in addition to the 108 observed after the 15ºc step. The chamber was then lowered to -10ºc and the device was found to be non-responsive after 1.5 hours. The microcontroller is pending further analysis by the component vendor.

Event description:
Consistent with the previous information from the vns manufacturer's investigation, the vendor's and vns manufacturer's further analysis identified that the device failed when subjected to cold temperatures (0 ºc or colder) and unexpected reboots occurred. While the reset reason was listed as due to a flash access time error, no memory corruption was observed during the reboots. Additional time and cold temperatures shows the reboot reason as due to "uncorrectable fram bit error detection". However, the location of the memory corruption was found to be able to be moved by modifying firmware, showing that the issue was not with a particular memory address, but more likely a general fram controller error with the device. There was no evidence of this memory corruption ever occurring in the field as, while it was observed in the product analysis lab, this event only occurred at extreme conditions (very cold temperatures), which were outside of those expected when implanted, and given enough run time. As no memory corruption was observed during the reboots, it was determined that the access time violation (hardware reset) was the initiating event and what would have caused the sequence of events leading to the generator being unable to be interrogated in the field.